Event description:
It was reported by service report that the ibed awareness was not working. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result code - foot left siderail switch.